Event description:
Champion af study. It was reported that the patient experienced a transient ischemic attack. Prior to procedure, aspirin and apixaban were administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 23.6mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin and apixaban. 972 days post procedure the patient presented to the emergency room with a headache and upper extremity tingling. Brain imaging, labs, and x-ray were performed to diagnose this event. The patient was diagnosed with experiencing a transient ischemic attack. At the time of the event the patient was on apixaban. In response to this event the patient was started on aspirin. The same day the event was considered resolved. The patient was not experiencing any residual deficits as a result of this event.